Manufacturer narrative:
Unit received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify external flash crc error or battery out limit alarm due to blank display.

Event description:
The customer reported via phone call the insulin had external flash crc error. The customer¿s blood glucose was 274 mg/dl at the time of the incident. Customer reports they were able to clear the alarm. Customer able to complete rewind. The insulin pump will be returned for analysis.